Manufacturer narrative:
No critical pump error alarms noted during testing. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Pump error 63 (variable 3) was present in the device trace download and pump error 63 (variable 3) alarmed during self test due to broken trace at keypad assembly. Unable to verify audio/absence of alarm due to pump error 63.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump received critical error alarm. Customer¿s blood glucose level was 5.3 mmol/l. Customer reported that they received the open book image on the insulin pump screen. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.